Manufacturer narrative:
E1: initial reporter city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo blood/soln set leaked from an unspecified location. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured november 2023. H11: the actual device was not available; however, a photograph and video of the sample was provided for evaluation. Visual inspection of the video identified evidence of a leak; however, the location of the leak could not be identified. The reported condition was verified through video inspection. The cause of the leak could not be determined. Additionally, retention samples were visually inspected and no obvious issue/damage were detected. The retention samples were gravity and leak tested under water with no leaks observed. The reported condition was not verified on the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.